Event description:
It was reported that during a remote follow-up, episodes of post-paced t-wave oversensing were noted on the device. The device was reprogrammed to resolve the event and the patient was stable.